Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device: 8 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient developed the urge to have a bowel movement. Upon standing, a significant amount of bright red blood was noticed in the toilet. The patient showered but the bleeding persisted. The total blood loss was reported to be about a half of a cup. The patient denied pain, hemorrhoids, nausea, chest pain, shortness of breath or palpitation. While admitted to the emergency department, the patient was hemodynamically stable with hemoglobin measured to be 12 and a inr of 4.0. The patient was admitted to the telemetry floor with the plan of complete hemoglobin and hematocrit checked every 4 hours. The treatment for the event included octrotride and proton pump inhibitors. The account reported the patient would be continued to be monitored. No further information was reported.

Event description:
Additional information: the patient had surgery and the event reportedly resolved on (B)(6) 2018.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.